Manufacturer narrative:
(B)(4). A visual, functional, and dimensional evaluation could not be conducted since the device sample was not available. The complaint cannot be confirmed due to lack of the device sample to perform an investigation. The root cause cannot be determined. No corrective/preventative action will be assigned.

Event description:
The customer alleges that the light flickers once attached to the blade.